Manufacturer narrative:
(B) (4): pt (B) (6). The device is not available for evaluation. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. (B) (4)

Event description:
Device malfunction: balloon rupture, difficult to remove. Time of malfunction / ae: during the procedure. Symptoms / ae: surgical removal. User facility medwatch report received that states: "inflated 7x2 fox plus balloon in left common external iliac. Balloon ruptured. Unable to remove balloon catheter. Pt to surgery for removal." The report source was contacted for add'l info as follows: it was reported that during a left common external iliac procedure, in a hard, short and calcified lesion, after the first inflation, the balloon ruptured and remained in one piece, but the delivery system got caught in the sheath in the pt and was surgically removed. It was reported that the pt has made a good recovery. Though requested, no add'l info has been provided.